Manufacturer narrative:
The MFR did not receive devices, x-rays or other source documents for review. As no lot numbers were received for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and / or the devices be returned for eval and an investigation result be available that changes this assessment, an amended med device report will be submitted. (B)(4).

Event description:
It was reported that the pt was implanted a znn lag screw generic on the right side on (B)(6) 2013. The pt had a fall. On (B)(6) 2013, x-rays were taken. They showed that there was a cut out of the lag screw. The pt was revised on (B)(6) 2013.